Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the needle is very small and can easily be lost in there. The needle fell out of the device half way through the closure. It cannot be taken out and cannot finish suturing. No patient harm.

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection showed no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the endo stitch device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient details are female (B)(6). Procedure is one or all of the following procedures (lap hiatal hernia repair and nissen fundoplication, lap repair of internal hernia). Surgical time extended by 30 minutes , and no adverse event as a result. The needle fell out of device while in patient several times, it was retrieved with a grasper. New devices and new reloads were opened to correct the problem.